Event description:
It was reported that three weeks ago the patient was no longer able to hear any sound. Over a period of time more and more electrode channels showed high impedances and now all electrode channels have high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.